Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault. The user did not perform the two-point calibration of the oxygen sensor. After the unit verification test and 2p calibration, the unit passed and worked according to its specs.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 224 - mismatch between delivered and measured fio2 while on a patient. The customer confirmed that the patient was removed from the ventilator because of the machine issue and transferred to another bellavista1000 ventilator but it triggered the same alarm notification. Then, the healthcare provider transferred the patient on a hamilton ventilator with no alarm notification. Furthermore, patient saturation was in the high 80s throughout and the wall o2 pressure was checked to be at 51 %.